Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a customer stated that the drawer was recovered. A field service engineer (fse) ran a hardware test application, verified the back panel and confirmed that there were no issues with the device, and no further investigation was required. Customer recovered drawer aux 5. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.